Event description:
Customer initially reported being unable to obtain readings due to the adc device button press issue. Replacement product was ordered, however due to a delivery delay, the customer was unable to monitor glucose levels and experienced a loss of consciousness. As a result, customer reported requiring unspecified third-party intervention, however, no further information could be obtained as the call back attempt failed and customer could not be reached. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.